Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The instructions for use (IFU) for the gore tag thoracic endoprosthesis states: the gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic arota.

Event description:
On (B)(6) 2010, the pt underwent treatment for a thoracic aortic arch aneurysm and was implanted with gore tag thoracic endoprosthesis. Prior to the procedure the pt underwent surgical debranching with a vascular graft from the ascending aorta to the carotid and brachiocephalic arteries. The tag device was implanted at the ascending aorta just below the anastomosis site of the debranching graft. The pt tolerated the procedure without incident. On (B)(6) 2010, follow-up computed tomography (CT) revealed there was a localized ascending aortic dissection near the anastomosis site. On (B)(6) 2010, the physician surgically repaired the dissection using a felt wrapping method. The pt tolerated the procedure. On (B)(6) 2010, a follow-up CT revealed the pt was fine.